Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that crossing difficulty occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal end of the left anterior descending artery. The 2.25mm x 24mm promus element plus stent was advanced but it was not able to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Two stent struts on the ninth most distal row were lifted and bent distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. Solidified blood was present within the guidewire lumen, therefore indicating the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).